Event description:
It was reported that during a transurethral holmium laser lithotripsy, a new fiber was opened, the connection was completed, when the procedure was being performed the fiber fractured in the middle part. The procedure was completed with another device, there were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in two pieces, fiber body was broken. The glass tip was degraded. During functional testing of the subminiature version a (sma) connector showed not defects. During functional testing "treatment used 0. Treatments left 10" was displayed. The observed condition of the returned fiber had a body break. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a transurethral holmium laser lithotripsy, a new fiber was opened, the connection was completed, when the procedure was being performed the fiber fractured in the middle part. The procedure was completed with another device, there were no patient complications.